Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 20903783.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were discarded by the medical facility and will not be returned.